Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that approximately 2 years after an initial bunion surgery, the medial plate and 3 screws were found broken upon reviewing radiographic images taken due to pain and recurrence. Although a number of factors could have contributed to the breakage of the plate and screws, the root cause cannot be determined based on the available information and no devices being returned for evaluation. However, it is possible the devices were subjected to excessive bending stresses which lead to their breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2017, one plate and three screws were found broken upon reviewing radiographic images taken due to pain and recurrence. The devices currently remain implanted with no revision scheduled at this time.